Event description:
During routine testing of the device at the service center, the service tech reported that the wires of the cable connecting to the hematocrit probe were exposed. The monitor was originally returned to the service center due to a failure to power up when the exposed wires were found. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.